Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a touchscreen became unresponsive and would not power on despite attempts to charge and use the top button, after which a replacement was arranged; blood glucose at the time was 104 and the user used backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed the device powers on when charged, however when handled aggressively, the screen goes blank and the device resets. With this situation. The device was open and examined. It was noted that the p5 battery connector was not retaining the battery clip totally. So, in turn when the device was handled roughly the battery clip would seat and unseat.